Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was additionally noted that the right atrial (ra) lead exhibited chronic high thresholds. Reprogramming had previously been attempted to conserve battery longevity. The device was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% or greater of expected longevity. If information is provided in the future, a supplemental report will be issued.